Event description:
The rep reported the device was used during a low anterior resection. It was reported the ecs29 misfire. There was an incomplete staple formation resulting in an incomplete anastomsis. Another ecs29 was pulled and the same thing occurred. There was extension of the operating room procedure time. The post-operative course of the pt is unknown at this time.